Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported vaginal infections, burning, itching, and discomfort when a tampon came apart upon removal and tampon pieces remained inside of her.